Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
After a superdimension enb procedure the patient was extubated but desaturated and did not tolerate the extubation. The patient required re-intubation, and was then successfully extubated in the recovery area. The patient was admitted overnight for observation and discharged to home the following day. If additional information is obtained a follow-up report will be submitted.